Manufacturer narrative:
The information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported in reference to the scroll wrap safety notice. Advised the customer how the scroll wrap feature works. Customer would like to exchange the insulin pump. Advised the customer we will fill out the form and she will contacted when the updated insulin pump becomes available. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.